Event description:
It was reported that a pt underwent cardiac catheterization for eval of shortness of breath. With the catheter in position in the right coronary artery a test injection by hand was made. The physician noted the pressure drop and saw the tip of the catheter moving down the vessel. He reinserted the wire and removed the catheter to verify that the tip was missing off the end of the catheter. Angiography revealed that it had lodged in the distal right coronary artery and the vessel was patent at that time. There was no disease noted in the left coronary system. The procedure was performed at a low-risk cath lab at a community hospital where intervention and open heart surgery were not available. Pt was therefore treated with aggrastat, heparin and ntg and transferred within the hour to another hospital for treatment. Pt was found to have thrombosis of the right coronary artery. Retrieval of the tip with a wire was unsuccessful, so pt had coronary bypass surgery. Pt survived the surgery and is doing well.